Event description:
It was reported that the unspecified bd¿ infusion set experienced foreign matter, contaminated. The following information was provided by the initial reporter. Upon assessment of a patient's IV line today, it was noted to have an unidentified substance within the tubing.

Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1, and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2023. H6: investigation summary one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Upon examination of the sample, a foreign substance could be seen within the sample. The sample also looks to be filled with the fluid. In order to determine the possible identity of the foreign matter. The infusion set was connected to a syringe and, using the syringe, air was used to push the fluid out of the sample. The fluid was emptied into a beaker to contain the foreign matter. An infrared spectral analysis was conducted in order to determine the identity of the foreign matter. The fourier transform infrared analysis indicated that the foreign substance is possibly zein. The lot number was reported as "unknown." Using the smartsite ID numbers on the assembly, the possible lot number was determined to be 23043229. A device history record review for model 2426-0500 lot number 23043229 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set experienced foreign matter, contaminated. The following information was provided by the initial reporter: upon assessment of a patient's IV line today, it was noted to have an unidentified substance within the tubing.